Event description:
(B)(6), 2012: customer states via phone to product monitoring that during an unknown procedure the voiding stool fell to the floor with a patient in the stool. The patient was a female approximately (B)(6) and weighed approximately (B)(6). No reported injuries were reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.